Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ksr701 implantable pulse generator (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope. The right ventricular (rv) lead had oversensing, high impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.